Event description:
A 3.0mm diameter x 30mm length medtronic ave s670 rapid exchange stent was inserted into the circumflex coronary artery. As the stent was being advanced to the calcified target lesion, the guide catheter whipped back into the aorta causing the stent to dislodge from the stent delivery balloon. The stent dislodged in the left main coronary artery. Attempts to snare the undeployed stent were unsuccessful. The stent traveled into the aorta then went distally. Subsequently, the target lesion was successfully treated with two medtronic ave s670 stents. The pt returned to the catheter laboratory one hour after the completion of the procedure in attempts to find the undeployed stent under fluoroscopy. The stent was successfully located in the pt's leg. There were no further attempts to retrieve the stent. The pt was reported to be doing fine post procedure. There were no additional clinical sequelae reported relative to the event.